Event description:
It was reported a 6f angio-seal vip was selected for use following a percutaneous coronary angiogram, coronary intervention, and a pre-deployment angiogram of the right femoral arteriotomy. The physician completed the artery location step looking for pulsatile flow and a double click was heard. As he pulled back the device, tension was felt and then a release of tension for several centimeters (cm). The site bled so, compression was applied to the groin. The physician cut the suture 3.5 cm from the sheath and collagen was seen outside of the arteriotomy; the anchor was not seen. The physician then cut the collagen and the knot and thought he felt the anchor underneath the skin. Hemostasis was achieved with 30 minutes of manual compression including a femostop. The pt underwent surgical femoral artery exploration and repair. The anchor was located just under the skin and not in the artery. The pt received clopidogrel, 600 mg and heparin, 1000 units during the procedure. The initial arterial puncture was reported to have been difficult. The pt's condition was reported stable and was discharged with groin ecchymosis present.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. Three suture segments were returned: one attached suture segment whose distal end was flush with the sheath tip, and two detached suture segments, 1.4" (3.6cm) and 4.9" (12.4cm) in length; all ends were consistent with cutting. The relative location of the heat shrink tubing on each detached suture segment, the segment lengths, and the condition of the end strands suggest that all suture present from the device to a point near the collagen/knot/anchor assembly was returned. There was no evidence of a suture break in the returned suture segments. The anchor was also returned. Two parallel grooves were noted on the anchor suface immediately adjacent to the dome; the grooves were consistent with forcible blade contact. The overall device condition suggests that the suture was cut at or near the anchor resulting in anchor detachment. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal IFU states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor of pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure. The IFU also states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.